Event description:
Caller reported potential false negative urine hcg results vs. Lab confirmation. Patient came to physician's office to confirm positive results she observed on 5 home pregnancy tests. The initial repeat testing was performed on (B)(6) 2011 using the consult test and negative results were observed. Lab confirmation resulted positive (method and value not provided).

Manufacturer narrative:
Retain testing: lot number: hcg0080126. Expiration date: 07/2012. Control lot: 20miu/ml hcg urine lot: hcg110216-01; 100miu/ml hcg urine lot: hcg110307-01; 224.5iu/ml hcg urine lot: hcg110421-01. Summary of results: the retention devices meet qc specification, details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minute read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). The 224.5iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. For test results on returned product. Lot number: hcg0080126. Expiration date: 07/2012. Control lot: 20miu/ml hcg urine lot: hcg110216-01; 100miu/ml hcg urine lot: hcg110307-01; 224.5iu/ml hcg urine lot: hcg110421-01. Summary of results: the return devices meet qc specification, details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minute read time. (N=4). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3). The 224.5iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3). Conclusion: from return testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Customer's observation could not be reproduced in-house with control samples, hcg urine controls at cutoff and high level were tested with retain devices. Results met qc specification. No false negative was observed. Mfg batch record review did not observe failure. Unable to identify the root cause without patient specimen analysis in-house. This issue will eb tracked and trended. No product deficiency was established; no corrective action required at this time.